Event description:
It was reported that deployment issues resulted in misplacement of a stent graft. Reportedly, the stent graft was advanced to the treatment site w/o difficulty but would not deploy. After a few attempts to deploy the stent graft, the delivery system was retracted through the sheath. Upon removal, it was observed that the stent graft was not on the catheter. The physician then successfully placed a second stent graft at the target site. Thrombectomy was performed in the access circuit with a fogarty balloon catheter. The balloon catheter became stuck on what was determined to be the first stent graft that had allegedly not deployed. Reportedly, the first stent graft deployed during retraction of the delivery system and then moved into the brachial vein. The balloon catheter was used to pull the first stent graft into the second one, creating a slight overlap. The physician was pleased with the end result. There was no report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The sample has been returned for eval. The investigation is currently underway.